Manufacturer narrative:
Visual inspection of the power supply revealed cosmetic damage, two broken strain reliefs, three missing feet, and a broken white hypertronics connector on both on the internal and external housings. Functional inspection did not identify any issues. A known functioning freedom driver was powered by the power supply and did not reproduce or confirm the user reported issue. The root cause of the reported "beeps" could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver is also equipped with redundant power sources, including multiple rechargeable freedom onboard batteries and an external battery charger which provide additional means of mitigating the impact to patient care in the event that the power supply exhibits an issue. The freedom hospital power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom hospital power supply is a power supply unit which has an integrated, molded wall input power cord. The hospital ac power supply connects the power adaptor to a wall power outlet. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a beeping sound while supporting a patient although the freedom hospital power supply and power adaptor showed green indicator lights. There was no reported adverse patient impact.